Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a rectal swollen tissue excision surgery on (B)(6) 2016 and the suture was used. During suturing a rectum, the needle broke, and the needle breakage location was a needle tip. It took a time to look for the needle tip, however, the broken piece was not found. Until now it could not be confirmed where the needle is. Currently , the patient discharged.